Event description:
Device issue: difficult to remove, clip mislocation. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, resistance was felt during device removal. The device was removed with counter-traction and an assertive pull. Manual compression was applied to achieve hemostasis. When the device was removed, the clip was observed deployed on the distal end of the device. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.